Manufacturer narrative:
The device history record was reviewed. No related non-conformance were found. A root cause cannot be determined as the product was discarded and not returned for further evaluation. No corrective actions are required at this time. This issue will continue to be monitored and trended as part of the post-market surveillance program and management review process.

Manufacturer narrative:
With 4 noted failed calibration tests during the service evaluation, had this failure occurred during patient monitoring, the potential for obtaining inaccurate values is not remote. However, with any hemodynamic monitoring, pressure readings can change quickly and dramatically and clinicians are trained to evaluate the entire clinical presentation of the patient when considering treatment. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. In this instance, there was no patient involvement as the issue was found during regional service center evaluation. The device is being returned to the manufacturer for repair. A follow-up submission will communicate the results of the device history review and any additional information of merit. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review

Event description:
It was reported that during regional service center evaluation of a returned device prior to loaning the trial unit to a customer and therefore unrelated to a customer complaint, the ev1000 ni system pressure controller (pc2k) failed all pressure calibration tests. Per the service report, the pc2k failed tests 1 through 4: test (1): the pressure value obtained was 0.60mmhg in cuff 1 and 0.70mmhg in cuff 2, while it should be between -0.50 to 0.50mmhg. Test (2): the pressure value obtained was 107.00mmhg in cuff 1 and 106.50 in cuff 2, while it should be between 98.00 to 102.00mmhg. Test (3): the pressure value obtained was 205.10mmhg in cuff 1 and 204.80mmhg in cuff 2, while it should be between 197.80 to 202.20mmhg. Test (4): the pressure value obtained was 304.60mmhg in cuff 1 and 306.10 mmhg in cuff 2, while it should be between 297.80mmhg to 302.20mmhg. Because the failure was identified during routine servicing, there was no patient involvement.